Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), explanted: (B)(6) 2024. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 31-mar-2025, UDI#: (B)(4), g2: the country of origin is the united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had increased pain since they were changed to hd settings; even at small amplitudes, it caused pain. The patient was advised to turn the ins off. The patient was reprogrammed on (B)(6) 2021 and they had a further appointment on (B)(6) 2022 where they said their back pain was improved, but the settings increased their leg pain. The ins had been reprogrammed multiple times in an attempt to resolve repeated issues of increased pain. On (B)(6) 2023, it was reported the patient experienced increased pain. Contact 0 had high impedance, and the device was reprogrammed to resolve this issue. The patient later again reported increased pain, and on (B)(6) 2024 it was determined that all of the electrodes on the lead were out of range. The lead was replaced on (B)(6) 2024, and this resolved the issue. It was noted that the patient's therapy had been suspended as of (B)(6) 2024.

Manufacturer narrative:
H2. Correction: upon further review, h6 codes a0904 and e2103 also apply to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 31-mar-2025, UDI#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the clinical site. The device diagnosis was updated to overstimulation. The implant date of the ins and lead were provided.

Event description:
Additional information was received from the healthcare provider of a clinical study reporting that the increased pain was due to overstimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.